Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to verify missing segments/partial display due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reports that when the light was turned on, display screen had a lot of lines. It was reported that insulin pump was not dropped or bumped. Customer was using recommended battery. Customer's blood glucose was 330 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.